Event description:
Device issue: difficult to insert, exchange sheath cutter - bent. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the femoral artery after an interventional procedure. Reportedly, as the starclose se clip applier was inserted into the exchange sheath, the exchange sheath cutter on the clip applier "pushed up at right angles preventing the sheath from locking into place." The exchange sheath was removed from the vessel and manual compression was applied to achieve hemostasis. There were no reported adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B) (4). (B) (4). The device is expected to be returned for evaluation. It has not yet been received.